Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm several times. The customer's blood glucose was 300 mg/dl. The customer stated that the alarms occurred during basal delivery. The customer was unsure if the insulin pump was bumped or dropped. Advised customer to rever to a back-up plan per healthcare provider's instructions. Nothing further reported.